Event description:
Pt reported that the meter to hcp meter comparison test readings were 160 mg/dl (s) versus 204 mg/dl (hcp), respectively (22% diference). No symptoms were reported. Unable to contact pt due to disconnected phone. Letter was sent requesting that pt contact lfs. There was no allegation of harm.